Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and found that the site was the cause of the occlusion alarm; however, the customer did not want to change the site as it appeared that the occlusion had been resolved.